Event description:
12199301996 pt experienced swelling 10 days post-implant after arterio-venous fistula surgery was performed. Swelling usually disappears within 30 minutes after surgery. Dr was concerned with excessive time lapse.